Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. The pt was told by the doctor that "it is coming through the vagina." No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.